Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported a return of symptoms. The patient stated that her symptoms went back to what it was before the implant and now wanted help changing programs. The patient also reported ins site pain, left leg and toe swelling, numbness and pain. The patient stated that she did not feel stimulation at the time of this call, and confirmed that although she had turned stimulation off last night stimulation was on now. The patient was assisted in changing from program 4 at 1.9 to program 1 at 1.0, but the patient still did not feel stimulation. The patient encountered the low patient programmer (pp) batteries screen, but did not have replacement batteries for the pp. The patient reported having CT scans, a "doppler done and x-rays" of her foot, as well as her mammogram, ultrasound, and emg of the nerves. The patient stated that the ultrasound and emg were related to the nerves. The patient then went on to state that in (B)(6) of 2016 she had to "take this in to the [healthcare provider] hcp office because the pp was not working right an [the patient] had accidentally hit a button." The patient stated that the nurse reset stimulation from program 2 to program 4. Then in (B)(6) 2016 the patient said that "she used to feel stim in her bladder but currently she is not feeling on her bladder, she is feeling in her rectal area." The patient went on to say that "she had stim set at 2.3 when she felt it in her bladder (on program 2) but when the program was changed she could not feel at 1.3 at all so went up to 1.9 and stillfelt it in her rectum." The patient reported that in (B)(6) 2016 she turned stimulation off for 15 minutes and then back on and did not notice nay difference in the feeling in her rectum. The patient then reported that in (B)(6) 2016 she could hardly pee and is not having bowel movements and is taking lasix. The patient went on to state that where the stimulator is "when it first started happening she felt it as a burning then started hurting really bad but it is not burning anymore." The patient stated that her hcp checked the device and said that it was fine and it was "not infected or anything like that and it is not red." The patient then stated that last week her left leg "swells" and "retains fluid, it was in her foot/two toes." Additionally if the patient is sitting for too long her leg will go numb and this got worse when she went to work and "could not even walk." Finally the patient stated that the pp batteries were going dead after a short time starting in (B)(6) 2016. The patient stated that she has been using "(B)(6) batteries" since the (B)(6). It was noted that the information being provided by the patient was confusing. Patient status is unknown at the time of this report. Additional information was received on 2017-mar-04 from the patient. Patient said they noticed the pain at implant site 1 month after getting it. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected to intervention required. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had the device taken out. The patient reported that the device worked for a little bit and then stopped working. The patient stated that the device stopped working and started stimulating the rectum and she felt burning in "butt cheek". The patient stated it "felt like an actual torch in the buttocks area". This happened 3-4 weeks after implant. The patient reported that the manufacturer representative (rep) came and stated that the device was working fine. The patient's left leg swelled after the heating occurred, the patient stated that she has "never been on lasix a day in her life, and now is on lasix for the swelling". The patient still has a lot pain in her "butt cheek" and pain going into the left leg after everything was removed. The patient reported that she is not sure what happened to the device, except for that it worked and then the device stopped working. It was noted that the patient's nerve from back of the brain to the bladder was damaged and that was why the device was placed. No further complications were anticipated/reported.

Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(6), UDI# (B)(4), ubd n/a, product type: programmer, patient; product ID: 3889-28, lot# va18lkr, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead, UDI# (B)(4), ubd 2020-07-12. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional: the patient's medical history includes caesarean-section x2, cervical cancer, hysterectomy, degenerative disc disease, other chronic pain, arthritis, degenerative disc disease, depression. Pre-explant on (B)(6) 2017 patient symptoms included: chills, fever, weight loss, dyspnea, chest pain, abdominal pain, urgency, back pain, bp 130/62. The patient¿s device was in left buttock, with no inflammation and well-healed scar, did not seem tender. Normal respiration, regular rate and rhythm, no murmurs, gallops or rubs. No abdominal tenderness, no suprapubic tenderness, extremities no edema. No further complications were anticipated/reported.

Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient; product ID: 3889-28, lot# va18lkr, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional: on (B)(6) 2016 the patient reported improvement, was no longer using pads or leaking, weight: (B)(6) pounds. On (B)(6) 2016 the patient still had good results on urgency when on the lowest setting. On (B)(6) 2016 the patient first mentioned pain as burning, patient weight was 140 pounds. The patient complained of left buttock pain and radiated to left leg and thigh with significant pain in the 4th and 5th toe of the left foot. The patient tried turning interstim off with no improvement and was convinced the device was causing what sounds like sciatic type pain and wanted it removed. On (B)(6) 2018 patient weight was (B)(6) pounds and the pre-explant exam noted the interstim initially provided good results but now the patient had pain at the battery site and also sciatica. The patient had a back injury in the past and was told she had neuropathy. Patient wanted the device removed and was advised explant may not resolve her pain in the back and leg. The device was explanted on (B)(6) 2017, and surgical notes showed it was easily removed and the lead was also completely removed. The patient was in stable condition post explant. The patient was placed on ciprofloxacin, 250 mg p.o.b.i.d. For 5 days, and tramadol 50 mg q.6 p.r.n. Post operatively. On (B)(6) 2018 the patient was seen for a follow-up appointment and had continued chronic left-sided low back pain with left-sided sciatica; symptoms were relieved with stretching and the hcp recommended physical therapy. It was noted the patient had a medical history of bulging discs in the back and neck. The incision healed quickly with no evidence of infection. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.